Event description:
Per the arjohuntleigh service tech comments: "patient was sitting in chair. Then patient noticed the lift was smoking. Patient called the nurse who then pulled the fire alarm. Maintenance went up and took down the lift. The unit smoked enough to fill up a 20 x 20 foot room and part of the hallway. Maintenance removed from service for inspection."

Manufacturer narrative:
Based on a retrospective review of complaints, this was found to be a reportable event. Further information will be provided upon conclusion of the manufacturer's investigation.